Event description:
Reporter alleged meter read 400 mg/dl and within minutes a repeat test measured 97 mg/dl. It was reported minutes later, meter read 79 mg/dl and a lab when then performed which measured 50 mg/dl 30-45 minutes later. Reporter stated patient was treated based on the lab result, however type was not provided. Reportedly linearity was tested and determined to be ok and reported declined product replacement at this time despite a request for return product.